Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the arterial clamp - ac arm short (500mm). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that,, during priming, the alarm arterial clamp problem was displayed. Customer provided photografic evidences. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: from the picture provided by the customer and analyzed, it can be stated that the error message popped up during the profile distribution phase. Furthermore, through follow-up communication with the customer livanova learned that no further issue have been occurred on this unit, thus excluding a hardware defect. Complaints database analysis revealed no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the collected information, a hardware defect of the clamp can be ruled out. However, considering that the issue occurred during the profile loading , it cannot be ruled out that a temporary isolated communication issue between the ac (alternating current) and the can (controller area network) bus occurred.